Event description:
Add'l info rec'd from rptr 1/8/01: left implant ruptured inner and outer shells, no aqueous fluid in outer compartment, equatorial pleat ruptures, gross oil leakage, serrations, crazing, open gel fill hole. Right implant ruptured, bivalve (14-17 cm), equatorial initiation, patch edge involved, crazing, convolutions, thin areas, pleats, oily invasive gel, open gel fill hole. Left capsule: moderately thick, irregular, fenestrated, oil infiltrated. Right capsule: thick irregular, fenestrated with healed edges, oil infiltrated, porous nodular interior surface.